Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4 mixed mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was advanced followed by insertion of first mitraclip. A second mitraclip was deployed which resulted in mr reduction to grade 2. While deploying the third mitraclip ntw, single leaflet device attachment (slda) of second clip was observed at the restricted posterior mitral leaflet (pml) in fluoroscopy and transesophageal echo (tee). As a result, third mitraclip was removed and replaced with mitraclip xtw to grasp more leaflet and stabilize the slda. Attempts were made to deploy clip at pml but grasping of both the leaflets was difficult due to restricted leaflets. Clip was firmly placed but after awhile slda of xtw clip was noticed. Clip arms were perpendicular to the line of coaptation. There was no evidence of chordal rupture and there was no difficulty imaging the clips. The mr remained at grade 4. There was prolonged hospitalization of the patient. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to challenging patient anatomy (restricted leaflets). The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.